Event description:
It was reported that the patient's device turned off five different times "by itself'. Following the device turning off, the patient was unable to turn the device on for approximately twelve hours. There were no anomalies with the impedances, no reports noted, and no power on reset (por) messages reported. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).